Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction & revascularization).

Event description:
Approximately 57 months post index procedure patient suffered an occlusion of the ramus. Investigator indicated that the event was d efinitely related to the study device.

Event description:
There were two endeavor rapid exchange (rx) drug eluting stents implanted in the intermediate ramus artery. It is reported that there was evidence of instent restenosis of the target lesion (ramus 99-100% occluded) in 8 months angiogram. One other brand stent was implanted to open the vessel. Investigator assess that a definite relationship to device and procedure. Approx 35 months post index procedure, pt presented to the emergency department complaining of severe mid sternal chest pain. No dyspnea, but had nausea and was diaphoretic, became pale and had near syncopal episode. Pt took a nitroglycerin sl at home and was given nitroglycerin si and aspirin en route to hospital. He was found to have a non-q-wave mi. Cardiac catheterization revealed that the intermediate ramus artery which had stenting, presented back as in stent restenosis and had repeat stenting has now gone on to occlude. There is no vessel to save with coronary artery bypass grafting and the distal vessel was not seen. A placement of the third set of stents to the same vessel likely will be unsuccessful long term to maintain patency and will proceed with medical therapy. The pt was placed on lopressor for cardiac protection as well as long-acting nitrate. Pt discharged in stable condition (ref MFR # 2953200-2011-00219).